Event description:
It was reported the system intermittently flashed on and off. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply and the fuse holder were replaced during the service call. The system was tested and found to be working as intended and put back into service.